Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. H5: labeled for single use?: corrected. Manufacturer's investigation conclusion: the reported event of replace backup battery alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 5 days ((B)(6) 2024 per timestamp). From (B)(6) 2024 at 21:56:22 to 5:17:44, intermittent strings of backup battery fault alarms activated due to the battery not passing the load test. At the times of the alarm¿s activations, the differences between the loaded and unloaded voltages of the battery were measured to be outside of the designed threshold. The observed alarms resolved on their own each time. Pump operation was not affected. The returned heartmate 3 system controller (serial number: (B)(6)) passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the backup battery passed multiple load tests, and atypical alarms were not able to be reproduced. Per the provided information, the patient was in bed at the time of the event. Multiple attempts were made to obtain additional information from the customer regarding if there were any issues post controller exchange; however, no additional information was provided, and no additional follow-up attempts will be performed. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had repeated 'replace backup battery' alarms and a system controller exchange was performed. Log files were submitted for review and captured backup battery (ebb) faults on (B)(6) 2024 due to the ebb failing the load test. The log file also captured a no external power alarm and a low power hazard while connected to the mobile power unit (mpu) which was caused by power to the mpu being briefly interrupted. The patient was in bed trying to sleep but was unable to due to alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.